Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the low glucose alarm did not trigger with the freestyle libre 2 sensor. The customer was disoriented, could not speak, and experienced seizure and loss of consciousness. Emergency services were called, and the customer was treated with oral glucose gel and sugar-water, and provided soda and chocolate to consume. The caller reported the customer was hospitalized but did not provide further information. There was no report of death or permanent injury associated with this event.